Event description:
It was reported that a pairing issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient tried pairing a new sensor, which was unsuccessful. No other sensor was inserted and the patient was without cgm readings from that moment. The following morning on (B)(6) 2025, the patient woke up having a headache, nausea, shakiness, and vomiting. The patient could not take fingerstick reading but started self-treating to suppress the symptoms "without overtreating herself¿ by taking insulin injections. As symptoms did not improve, a family member called an ambulance called. The paramedics took the patient to the hospital. When a fingerstick reading was taken, the blood glucose reading was high. The patient would have experienced diabetic ketoacidosis and got admitted into the ICU. The patient was treated with intravenous insulin and an unknown medication for nausea. The patient was discharged after 6 days. At the time of the report, the patient was exhausted and hungry, but it was understood that the patient had recovered from the hyperglycemic event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a pairing issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient tried pairing a new sensor, which was unsuccessful. No other sensor was inserted and the patient was without cgm readings from that moment. The following morning on (B)(6) 2025, the patient woke up having a headache, nausea, shakiness, and vomiting. The patient could not take fingerstick reading but started self-treating to suppress the symptoms ¿without overtreating herself¿ by taking insulin injections. As symptoms did not improve a family member called an ambulance called. The paramedics took the patient to the hospital. When a fingerstick reading was taken, the blood glucose reading was high. The patient would have experienced diabetic ketoacidosis and got admitted into the ICU. The patient was treated with intravenous insulin and an unknown medication for nausea. The patient was discharged after 6 days. At the time of the report the patient was exhausted and hungry, but it was understood that the patient had recovered from the hyperglycemic event. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.